Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had run out of insulin and his blood glucose increased to 500 mg/dl. The customer's insulin pump was already replaced due to that incident. The customer then mentioned that his insulin pump did not alarm despite having an empty reservoir. Troubleshooting was initiated and it was confirmed that the customer had more than 20 units of insulin remaining in the reservoir. A high pressure test was performed and the device successfully alarmed no delivery. No products were returned or replaced.